Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider reporting that a patient with an implantable neurostimulator (ins) is in the hospital and is scheduled to be moved to a different hospital. The caller reports that the patient has chest pains and is questioning if the reason is related to the ins. It was stated that the ins has not been charged since (B)(6) and previously the patient had been charging weekly. It was reviewed the ins is probably depleted and not providing stim. It was noted that the patient had an EKG completed. Indication for use includes post lumbar laminectomy syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.